Event description:
Boston scientific received information that upon interrogating this pacemaker the estimated time to the elective replacement indicator (eri) was only 3.5 years which seemed much shorter than expected. This patient paced 95% in the atrium and 96% in the ventricle. Thresholds were reported to be good and low outputs. However, upon the latest report printed it noted greater than 5 years remaining and the caller was confused. Technical services discussed troubleshooting. It was noted that the device was in retry at initial interrogation and how this could impact longevity. Programming was also discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.